Event description:
It was reported that the patient's right atrial (ra) lead dislodged due to an anatomic variation of the superior vena cava resulting in reduced lead slack. The dislodgement was confirmed via chest x-ray. Furthermore, it was noted that the ra lead dislodgement resulted in loss of capture and p waves could no longer be detected. Therefore, the physician elected to explant and replace the lead. There were no patient consequences.